Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a partial view of the catheter tube where catheter ends are visible. The surface of the ends is not clearly visible from photos. No anomalies can be identified from the photos. Therefore, the investigation is inconclusive for the reported catheter fracture. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The IFU states that: attach end of catheter onto the tunneler barb with a twisting motion. Note: barb threads must be completely covered by the catheter to adequately secure the catheter as it is pulled through the tunnel. A suture may be tied around the catheter between the tunneler body and the large barb to hold it more securely. Pull the tunneler through to the port pocket site while gently holding the catheter. Note: the catheter must not be forced. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure when inserting the catheter, the surgeon used a tunneler to pull the catheter into the pouch, causing accidental fracture of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure when inserting the catheter, the surgeon used a tunneler to pull the catheter into the pouch, causing accidental fracture of the catheter. There was no reported patient injury.